Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft and hypotube were microscopically and visually examined. There were numerous kinks. There was a complete separation proximally of the midshaft bond and the distal end of shaft and balloon were missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-aug-2019. It was reported that balloon leak occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the contrast media was a leaking. The device was removed and the procedure was completed with different device. No patient complications was reported and the patient's status was stable. However, device analysis revealed a shaft detached/separated.